Event description:
It was reported that the blade broke at the mount during surgery on the knee. It was further reported that another blade was readily available and that the procedure was completed successfully. No patient injury was reported.

Manufacturer narrative:
Device not available for evaluation as it was discarded at the account. In addition, no lot number information was provided for further information.